Event description:
Device malfunction: difficulty retrieving filter. Time of malfunction: during the procedure. Symptoms/ae: second recovery catheter required to retrieve the filter. It was reported that during a right internal carotid artery stenting procedure, while attempting to retrieve the embolic protection device, the "low profile flexible" design recovery catheter (rc 2) was unsuccessful; however, the "shapeable tip" design recovery catheter (rc1) successfully captured the embolic protection device. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded; therefore, device investigation could not be performed. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design, and a low-profile flexible tip design. It is the discretion of the user, based on preference and experience, to use the recovery system that is appropriate for the procedure. Difficulty recovering the filter can be affected by numerous factors including , but not limited to, patient's morphology, patient's disease state, device placement technique and accessory device support. If there is difficulty passing the recovery device through the stent, the rx accunet instruction for use recommends a variety of techniques to help advance the retrieval device through the deployed stent. These options include, but are not limited to, "have the patient rotate her/his neck from side-to-side... Change the position of the guiding catheter or guiding sheath... If the stent struts are impending the advancement of the recovery catheter, post-dilate the stent... Insert a guide wire ("buddy wire") to straighten the stented area. "If these techniques are unsuccessful in advancing the recovery catheter through the deployed stent, the alternate recovery catheter should be prepared and used. A conclusive cause of the difficulty removing the filter, could not be determined based on the available information. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.